Event description:
It was reported that during removal of the catheter from the pt, the catheter tip broke off inside the pulmonary vien. The dr commented that excessive force was used during removal of the catheter from the pt. It was reported that the tip was recovered by aspiration using a sheath. No pt injury was reported for this event.

Manufacturer narrative:
The section under precautions in the instructions for use states "do not use excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered."